Event description:
The customer reported the system displayed a filament regulator error message within a pt procedure. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage system was recalibrated. The system was then found to be operating as intended.